Manufacturer narrative:
The sample is not available due to blood contamination. Lot number is unknown therefore a batch review cannot be performed. If any additional information becomes available a follow up medwatch will be submitted. (B)(4)

Event description:
The customer reported to their baxter sales representative (bsr) that the three gang 4-way large bore stopcock manifold, product code 2c6218, lot number unknown, is cracking and breaking causing separations. The customer reports they have individual packages of the three gang 4-way large bore stopcock manifold, product code 2c6218, and are manually assembling it between the 2c8519 clearlink continu-flo solution set and the 2c8606 clearlink extension set. The condition occurred during patient use. There was no patient injury reported. No additional information is available.